Event description:
It was reported that during a routine device change out procedure, the atrial setscrew would not loosen when the torque wrench was applied. Eventually, the lead was removed from the header and the device was explanted and replaced.